Event description:
Dr. (B)(6) had completed his tibial punching, and while removing the size 6-7 tibial tower, he noticed one of the tower spikes had broken off. The spike was located on the tibial plateau and removed. The case was completed successfully, there was no delay in the case, and the patient was unaffected. Patient bone was slightly harder than average, per (B)(6) (agent present when surgery was performed).

Manufacturer narrative:
The problem may be caused by an inappropriate usage. While encountering to dense bone, the surgeon should use the tibial peg drill to make four pilot holes before positioning the tibial tower onto the tibial baseplate trial, otherwise the device breakage might happened. On the other hands, the device manufacturing manner of the spike part has been revised from onepiece machining to welding to further enhance the device strength.